Event description:
It was reported that the left ventricular (lv) lead had increasing thresholds and was then programmed off five months later due to failure to capture. The lead remains in the body. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds at implant despite repositioning. Intermittent capture at max outputs was noted. Higher output was initially programmed to respond to the elevated thresholds. Approximately 1 month after implant it was observed that the lv lead had increasing thresholds and failure to capture. The lead was programmed off and remains in the body. It was noted that the patient was part of the shock less study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds at implant despite repositioning. Intermittent capture at max outputs was noted. Higher output was initially programmed to respond to the elevated thresholds. Approximately 1 month after implant it was observed that the lv lead had increasing thresholds and failure to capture. It was later reported that the lead dislodged. The lead was programmed off and remains in the body. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.